Event description:
My libre 3 plus fell off. This is cited as a frequent problem, which, of course, is a big problem for people managing high blood sugar. But the greater problem is the difficulty in obtaining a replacement quickly. Abbott provides an online form, which I filled out and received a case number, but then did not receive any additional for three days. Efforts to use the customer support phone number and chat resulted in absurd wait times and random disconnection. A device requiring support where the device is faulty, and the support poor is flatly a dangerous device. And my device was not one impacted by the recall although the recall is further evidence of the company's dangerous approach to its patients/users. Once you actually reach a person, they are helpful. But it is extremely hard to do so. In fact, I had to go in through a different unrelated number to actually reach someone. This combination of a faulty product and dangerously unsupported customer care is obscene for a critical medical device in wide circulation. Abbott needs to change it service model and invest in providing access to support.